Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2019-15626, 2017865-2019-15629. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead was returned for analysis in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breach outer insulation degradation 4.5 cm from the connector pin. The outer insulation was noted separated in this region due to degradation.